Event description:
This report includes a corrected device history review statement in the investigation conclusion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a pfa/af procedure, st elevations were observed which resolved without intervention. The sl0 introducer was exchanged for the agilis nxt steerable introducer. It is uncertain whether the st elevations were noted before or after insertion of the agilis introducer. The patient returned to baseline a few minutes later and the procedure was completed with no adverse consequences to the patient. The physician is not confident that the agilis introducer caused the noted arrhythmia. The agilis introducer was prepped and handled per IFU. There were no performance issues with any abbott device. It is unknown what caused or contributed to the st elevation.